Manufacturer narrative:
The product is not expected to be returned for analysis since it was discarded. An engineering investigation will be performed in order to consider any potential factors that may have contributed to this complaint. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient with this truwave vamp plus, the pressure tubing detached and the solution leaked. There was no patient injury. The device was not available for evaluation.

Manufacturer narrative:
Added information to section h6 (component code) and h6 (type of investigation) updated section h6 (investigation findings) and h6 (investigations conclusions). A video was provided for review. As per evaluation of the video, the customer report of tubing issue was confirmed. Video showed a vamp plus. When tubing is pulled it detaches from reservoir stopcock and starts leaking. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Based on further engineering evaluation, the cause of the issue could be traced to the solvent bonding process during device manufacturing. The manufacturing personnel was notified about this condition. Nevertheless, it was verified that there are manufacturing controls to avoid potential causes related to the reported malfunction.